Event description:
It was reported that failure to expand occurred. The stenosed target lesion was located in the lower limb artery. A 5 x 120 x 130 innova was selected for use. During the procedure, the stent could not expand. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6).